Event description:
It was reported that a patient underwent a gall stone procedure on (B)(6)2024 and suture was used. The patient came to the hospital for surgery due to gallstones. During the surgery, the problem of pulling off suture needle suddenly happened. Changed another one to complete the surgery. There were no patient consequences reported. Additional information was requested.

Manufacturer narrative:
Product complaint #(B)(4). Date sent to the FDA: 12/20/2024 h6 component code: g07002 - device not returned this report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Additional information was requested, but unavailable: - were there patient consequences? If yes, please specify. -what was being done when the needle pulled-off happened (removal from package / during handling prior to use on patient/ during passage through tissue / during tying / post-op)? -did the needle fall into the patient? If so, please provide the following information: -were x-rays taken to locate the needle? -was the needle piece removed from the patient during the same procedure? C. Does the needle remain in the patient¿s tissue? D. "What tissue structure is it located? Size of the needle retained e. Are any plans in place to remove the needle piece in future?" -if retained, what is the surgeon's opinion of consequences to the patient? --please refer to the event description, other information requested is unknown. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.